Event description:
It was reported that the patient received inappropriate therapy for afib with rapid ventricular response (rvr). Programming changes were made. The patient was referred for an ablation. The patient was fine before, during and after the changes.